Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported during a procedure to revise the pt's leads, oozing was observed at the wound site. Fluid was also observed upon opening of the ipg pocket. As a precautionary measure, the pt's ipg was explanted. A culture was taken and no sign of infection was present. No further issues regarding this matter were reported.

Manufacturer narrative:
Device evaluated by MFR: - product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.